Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user contacted the manufacturer to report that after leaving their initial training session, the pump displayed a "cartridge empty" message, and the user discovered that the entire insulin volume had been inadvertently delivered. The user self-transported to the emergency room (ER) on (B)(6) 2025 and was treated with food and beverages to raise blood glucose (bg) levels. The user reported the lowest bg of 40 mg/dl and symptoms of feeling sick. No long-term effects were reported.